Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : manufacturing location: monument, manufacturing date: 04-mar-2020 , part number: 04.503.608.01c, 2.0mm ti matrixmandible locking screw slf- tpng 8mm, lot number: 45p1493 (non-sterile) . Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 15l2627. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the cortical screws 2.0 were not available. The specialist was asked if could be place a locking screw with the same length that was being used, to which he accepted. The drill bit of the system was passed and the screw was detached from the thread pitch. Concomitant medical products: unk - drill bits (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.0mm ti matrixmandible locking screw slf-tpng 8mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.